Event description:
A malfunction alarm, labeled as malf 12, was reported by the customer. The impact on the customer's blood glucose level was not specified, as the customer declined to answer whether it exceeded 500 mg/dl. After receiving guidance from technical support, the customer reset the pump following the provided instructions. The malfunction did not recur after the pump was reset, and the customer was advised to continue using the pump and to contact technical support if any further issues arose.